Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the consumer has only had the unit for 3 weeks and the seat and back upholstery is ripped.